Event description:
It was reported that there was far field r-wave (ffrw) oversensing with the patient's right atrial (ra) lead noted in a remote transmission. There were no changes made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.